Manufacturer narrative:
This is the 2nd of 10 reports. Subject device is not available.

Event description:
It was reported that the patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm. Post-procedure the patient was assessed having nihss and mrs of 0. It was reported that on one day post-procedure, the patient experienced headache. Medication (reopro 10 mg) was administered. The headache is ongoing. According to the physician the headache was probably related to the procedure, possibly related to the stent, and possibly related to the implanted coils (subject devices).

Manufacturer narrative:
Catalog #: added. Lot #: added. Expiration date: added. Manufacturing date: added. . The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, headache is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that the patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm. Post-procedure the patient was assessed having nihss and mrs of 0. It was reported that on one day post-procedure, the patient experienced headache. Medication (reopro 10mg) was administered. The headache is ongoing. According to the physician the headache was probably related to the procedure, possibly related to the stent, and possibly related to the implanted coils (subject devices).